Event description:
Endoscopic carpal tunnel blade malfunction - blade would not retract with camera in place.disposable blade would not retract while the scope was attached. Traded blades out and continued with the case. Put blade back in original packaging, in a bio bag and gave to the core. What was the original intended procedure?carpal tunnel release.device #1is this a laboratory device or laboratory test?no.